Manufacturer narrative:
Correction information d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2021, during inspection, the ICU staff found that the bending rubber was damaged and stopped using. Replaced other devices to use. No harm was caused to the patient, and they contacted the equipment department for repair. This event occurred at the time of during inspection.